Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite), including functional and electrical testing of the device. The device was determined to meet functional performance specification requirements per rite testing. Internal and external visual inspection was performed and no issues were noted. A simulated therapy was performed no problems encountered. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported issue. The reported event could not be verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis therapy on the homechoice (hc) device, the patient had air pumped into them. The patient stated that they were connected to the set-up and in fill at the time of the reported event. The patient did not report the hc device alarming due to this event. There was no patient injury or medical intervention associated with this event. No additional information is available.